Manufacturer narrative:
Clips. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality, and it fired 10 clips conforming, 3 bypass clips and one double feed. The device was disassembled to verify the condition of the internal components and no anomalies were found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device would not fire the initial clip. They used another like device to start and complete the case.